Event description:
A report was received that the patient had a permanent trial procedure aborted due to excessive fluid build up and leakage at the lead extension site. The patient experienced a mild fever the day of the procedure which was believed to be due to a previously non device related procedure. During the scheduled permanent procedure, based on the color and odor of the fluid, the physician decided to explant all the devices and prescribe the patient antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm; model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a permanent trial procedure aborted due to excessive fluid build up and leakage at the lead extension site. The patient experienced a mild fever the day of the procedure which was believed to be due to a previously non device related procedure. During the scheduled permanent procedure, based on the color and odor of the fluid, the physician decided to explant all the devices and prescribe the patient antibiotics.

Event description:
A report was received that the patient had a permanent trial procedure aborted due to excessive fluid build up and leakage at the lead extension site. The patient experienced a mild fever the day of the procedure which was believed to be due to a previously non device related procedure. During the scheduled permanent procedure, based on the color and odor of the fluid, the physician decided to explant all the devices and prescribe the patient antibiotics.

Manufacturer narrative:
Additional information was received that the patient's infection was due to the trial procedure.